Manufacturer narrative:
The device will be evaluated and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the IV set. The report states that the filter went dry and fluid stopped flowing.

Manufacturer narrative:
The complaint sample was evaluated and the filter membrane was found to be partially clogged by an unknown substance. A sample from a similar complaint was sent to the lab to identify the substance and the results indicated 60.39% match for polyacrylamide. This value does not conclusively indicate what the composition of the unknown crystallization material was. To establish a worst case condition with respect to the dry filter, ten sets of tubing with filters and check valves were solvent bonded and connected to the inlet in different orientations and water was allowed to flow through each setup. Two of the ten filters showed some form of crystallization. A sample of the crystallization was sent to the lab for ftir analysis and the results indicated 50% match for aluminum hydroxide. This value does not conclusively indicate what the composition of the unknown crystallization material was. Attempts made to duplicate the complaint condition were unsuccessful. A manufacturing process review was conducted and no anomalies were identified. The root cause of the filter clog is unknown. Quest medical will continue to monitor complaint trends for the alleged issue.